Event description:
During the twin hook surgery, the outer introducer and inner introducer were assembled, and it was assembled to twin hook. The tip of this inner introducer broke when the surgeon inserted the twin hook to the pt bone. Therefore, the surgeon used chs of omega ti and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.